Manufacturer narrative:
On 9/6/2019, it was reported to mentor that the facility information is: (B)(6). The implants were 380cc. The implants will be replaced with non-mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation concomitant medical products: an unspecified saline mentor breast implant . Note: the implants were mentor round textured 380cc implants, however, lot number is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 9/14/2019, it was discovered that in the initial report it has been reported incorrectly that the explanation date was unknown. The implant was removed on (B)(6) 2019. In addition, on 9/12/2019, it was reported to mentor that the implant was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).